Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30934913l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient suffered a cardiac perforation and pericardial effusion. Toward the end of the procedure, it was noticed that the patient's blood pressure decreased. Intracardiac echo confirmed the effusion and a pericardiocentesis was performed. The blood removed was returned to the patient but the bleeding was unable to be controlled, so they were transferred to the operating room for surgical intervention. Patient status is unknown at this time. The patient's blood pressure stabilized toward the end of the procedure. Ablation parameters: power: 40 watts; irrigation rate: 15 ml/min. They reported no unusual impedance measurements during rf delivery. The physician made no statements to indicate that they believed biosense webster, inc. Products contributed to the patient event. Additional information was received. It was discovered immediately following pvi ablation. Pericardiocentesis was done to stabilize and then sent to surgery. Outcome of the adverse event was improved. Patient was stabilized in surgery. Perforation found to be in appendage. Patient require extended hospitalization because of the adverse event as surgery required longer stay. The initial low blood pressure, treated by anesthesia with success. Relevant tests/laboratory data- unknown. Other relevant history- unknown. Transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event was noted after ablation. Normal system indication was the flow setting for the irrigated catheter. No error messages observed on biosense webster equipment during the procedure. No additional filter used with the visitag.